Manufacturer narrative:
Continuation of d10: product ID 3093-28 lot# v193909, implanted: (B)(6) 2009, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that no steps were taken to resolve the lead fracture and no further action would be taken.

Manufacturer narrative:
Continuation of d10: product ID 3093-28 lot# v193909 implanted: (B)(6) 2009 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3093-28, serial/lot #: v193909, ubd: 07-jan-2013, UDI#: 00613994101006 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they had the device removed in 2021 but found out there is a lead still in them. Patient is desperate for an MRI and no one will perform an MRI on them because of the lead. Reviewed MRI eligibility form and lead fragment guidelines. Asked patient if the whole lead was left in, patient said they didn't know and the hcp told them it "broke off".the patient was redirected to their healthcare provider to further address the issue.